Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to duplicate the reported issue. The se replaced the delivery pressure solenoid (psol) as precautionary measure. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an inoperable diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.